Event description:
The customer contact reported the device did not deliver. At an unspecified time, the pump was programmed to deliver an unspecified concentration of remicade, and delivery was started. No specific programming parameters were provided. After approximately 15 minutes, the patient noticed that the device was reportedly not delivering. It was reported as the volume had not increased, though the mechanism was moving. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.76 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of (B)(4). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicated the device was not powered on the reported event date of (B)(6) 2012. A review of the most recent programming indicated on (B)(6) 2012 at 1257, the device was programmed for variable time delivery in ml, phase 1 start at 0003 and end at 0015, at a rate of 25 ml/hr, phase 2 start 0015, stop at 0030, at a rate of 50 ml/hr, phase 3 start at 0030, stop at 0045, at a rate of 100 ml/hr, phase 4 start at 0045, end at 0100, at a rate of 250 ml, with a container size of 280 ml and the clock was set for 0000. Between 0003 and 0009, a start alarm occurred 2 times, the keypad was locked. The delivery was started at 0009. Between 0009 and 0015, phase 1 was completed with a 2.9 ml volume delivered. Between 0015 and 0030, phase 2 was completed, with a 12.5 ml volume delivered. Between 0030 and 0045, phase 3 was completed, with a 24.9 ml volume delivered. Between 0045 and 0100, phase 4 was completed, with a 62.5 ml volume delivered. At 0110 and 0113, the delivery was stopped 2 times and started once and a check cassette alarm occurred. This report represents all the information known by the reporter upon query by hospira personnel.